Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was occluded by a clot. This occurred during infusion of intralipids and 10% dextrose in water. The device was removed after discovery of the clot. The patient is stable and there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any non-conformities. The device was functionally tested and no evidence of clotting was found. The device was pressure leak tested and clear passage tested and no evidence of a leak was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.